Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision due to having been implanted with an articular surface implant that was too thick.